Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument tip was broken and had chip in it. The procedure was aborted with no patient involvement.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found the reported failure to be confirmed and replicated. Visual inspection was performed, and the instrument was found to have a broken tube adapter. The broken piece, measuring approximately 0.096" 0.071" in size, and was not returned with the instrument. Additional observation not reported by site was the instrument was found to have scratch marks/abrasions on the tube adapter. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.